Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at the ipg site. It was determined the ipg had migrated resulting in pain. Subsequently, surgical intervention was undertaken to electively replace and relocate the ipg. The patient reported feeling better post surgical intervention.